Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that a 3.00mm x 8mm and a 2.50mm x 12mm nc emerge balloon catheters were also used in the same procedure and both devices also ruptured.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded and at 10mm from the tip of the device there was pinhole damage. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that a 3.00mm x 8mm and a 2.50mm x 12mm nc emerge balloon catheters were also used in the same procedure and both devices also ruptured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.